Event description:
A customer contacted beckman coulter regarding a discrepant troponin (accu tnl) result for one pt sample that was generated by the access immunoassay system intrument. The accu tnl result for the pt was 0.517ng/ml. The result was not reported out of the lab. The customer retested the sample three times and obtained the following accu tnl results 0.009 ng/ml, 0.016 ng/ml and 0.016ng/ml. No additonal information regarding this event has been reported.